Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a return of symptoms on (B)(6) 2016 noting that their right hand and both feet were shaking more than normal. It was confirmed that there were no trauma / falls related to the issue. The patient was redirected to the manufacturer representative (rep) as the patient no longer as a health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.